Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/30/2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. A manufacturing record evaluation was performed for the finished device 5680041 number, and no non-conformances related to the reported complaint condition were identified. During visual evaluation of the sample an area of missing valve measuring approximately 1.1 cm x 1.3 cm was found. Microscopic examination was performed, and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 1/7/2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round high profile 500cc saline prosthesis, catalog # 3503500, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast augmentation with a mentor smooth round high profile 500cc saline prosthesis experienced left sided deflation post procedure. As a result, bilateral prosthesis replacement with a new set of mentor smooth round high profile 500cc saline prostheses was performed.